Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
It was reported that a rotaflow displayed the error message ¿head error¿ when reaching 2000 rpm (revolutions per minute). When restarting the device it makes a loud tone. No patient has been involved when the failure occurred. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that a rotaflow displayed the error message ¿head error¿ when reaching 2000 rpm (revolutions per minute). When restarting the device selftest failed. No patient has been involved when the failure occurred. A getinge service technician repaired the affected rotaflow (serial#(B)(6)) on 2022-01-27,2022-01-28 and 2022-01-31. The technician could not reproduce the head error. The failed selftest could be confirmed by the technician. Thus, the rfc control board kit (material# 70103.4051) has been replaced. After the replacement the device is working as intended. The affected rfc control board kit (material# 70103.4051) was returned for further investigation. And during the lce investigation the following most probable root cause could be determined: the reported reboot loop could be reproduced and the ic16 on the control board was found to be the most probable cause of the anomalous behavior. Despite not being reproducible (due to early interruption of the initialization routine), the triggering of ¿error head¿ can be directly related to the defective ic16. The most probable root cause of the defective ic16 is a random failure (statistical failure). Based on these investigation results the reported failure could be confirmed. The product in question was produced in 2013-09-01. The review of the non-conformities has been performed on 2022-03-17 for the period of 2013-09-01 to 2022-01-19. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
It was reported that a rotaflow displayed the error message ¿head error¿ when reaching 2000 rpm (revolutions per minute). When restarting the device the selftest failed. No patient has been involved when the failure occurred. Complaint ID: (B)(4).